Manufacturer narrative:
(B)(4). This event was previously reported under manufacturing report # (B)(4). Based on additional information received, it has been determined that the product was manufactured at another facility; therefore, this report has been generated to capture the change.

Event description:
According to the reporter, the product promoted inflammation of the pelvic tissue and contributed to the formation of severe adverse reactions to the mesh. (See (B)(4) entered for the second mesh placed during the procedure).

Manufacturer narrative:
(B)(4). This event was previously reported under manufacturing report # 1219930-2015-00583. Based on additional information received, it has been determined that the product was manufactured at another facility; therefore, this report has been generated to capture the change. A supplemental has been filed for manufacturing report # 1219930-2015-00583 to indicate the change, referencing the new manufacturing report #.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received the procedure performed was a laparoscopic assisted vaginal hysterectomy with bilateral salpingo oophorectomy, anterior repair with avaulta graft (avaulta anterior), transobturator sling (uretex to3) and cystoscopy under general anesthesia.